Event description:
It was reported that during a stenting treatment procedure, the stent delivery balloon stuck to the stent. The procedure treated the target lesion located in the left anterior descending artery. A 3.0x28mm veriflex stent was advanced for treatment and deployed but the physician experienced significant trouble with the stent delivery balloon sticking to the stent. "It took a long time to get the stent off the balloon". Finally the physician used some negative pressure on the balloon and it released from the stent. The final condition of the stent was well expanded and well apposed. No patient complications occurred and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).